Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® duraflex® anesthesia catheter in a portex® continuous epidural tray broke at the location of the yellow clamp. This event occurred approximately 48 hours post-insertion. No patient injury was reported.

Event description:
Additional information received: according to the reporter, the line broke during a continuous infusion for pain management. It was reported that the line was stopped and removed from the patient and the patient received pain management by a different method.